Manufacturer narrative:
To date, the user has not provided additional information. Investigation: the ablator was received for evaluation and during testing, no sparking occurred. Further evaluation found the insulation on the tip of the device blackened and deformed. The customer will be provided additional information regarding this device. Information for use (IFU) provides the user with the following information and warnings: the recommended settings for the ia-2000-s are: soft tissue ablation "cut" 200watts max, 50watts min; "coagulation" 50 watts max, 30 watts min. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient.

Event description:
It was reported that the ablator sparked during use. There was no report of serious injury or surgical delay associated with this event.